Event description:
It was reported that a patient experienced blood loss during continuous renal replacement therapy (crrt) utilizing the multifiltratepro hdf cassette. The blood loss was reportedly due to an external leak coming from the arterial pressure dome, which occurred 4 hours and 45 minutes into the treatment. The patient¿s estimated blood loss (ebl) was 250 ml. The patient did not experience any adverse clinical symptoms and no medical intervention was required. The patient was reportedly able to complete treatment after being re-setup with new supplies. No additional information has been provided, including but not limited to patient diagnosis (or rationale for crrt), dialysis treatment parameters, concomitant medications, laboratory data, root cause of the blood leak, and troubleshooting steps. No sample was reported to be available for evaluation.

Manufacturer narrative:
Plant investigation: the product sample was not returned to the manufacturer, and therefore a physical evaluation could not be performed. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. Retained samples were found to be conforming to product specifications. Review of the device history record (DHR) did not reveal any nonconformities or abnormalities. The manufacturing processes and production records were checked and found to be conforming. In accordance with the available information, the cause of the defect is associated to supplied material in which the problematic component (pressure dome) has been taken into consideration. The supplier has been made aware of the situation and has taken actions to correct the cause of the failure. In the case of reoccurrence, investigating the complaint sample can help determine the exact reason for the failure. Clinical review: a temporal relationship exists between crrt utilizing the multifiltratepro hdf cassette and the blood loss event. The root cause of this patient¿s blood loss cannot be determined as there was no additional information provided; however, the amount of blood loss can be considered non-life threatening with little to no impact to the patient. In comparison of this reported blood loss to a typical blood donation which requires one pint (473.18 ml), the amount of blood loss can be deemed innocuous. Additionally, considering the patient lost approximately half the amount of a typical blood donation with no report of further deleterious effect, it can be determined the patient¿s blood loss more than likely did not cause a serious injury. Lastly, the instructions for use in the multifiltratepro cautions the user that blood loss can occur as a result of damaged or incorrectly connected tubing systems. Regardless, in the absence of the required information, the multifiltratepro hdf cassette cannot be excluded as a root cause or contributor to this event.